Event description:
Healthcare professional reported reporting a left side "can (doctor office) get a return kit sent to me please? I have a patient scheduled and patient does not know which implants patient currently has." Healthcare professional later reported a left side rupture and possible capsular contracture, baker grade ii/iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening on patch/shell bond edge side assessed as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported reporting a left side "can (doctor office) get a return kit sent to me please? I have a patient scheduled and patient does not know which implants patient currently has." Healthcare professional later reported a left side rupture and possible capsular contracture, baker grade ii/iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade ii/iii